Manufacturer narrative:
Correction to description summary section b.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2025, the patient presented with the implanted graft partially thrombosed in both iliac artery limbs and the main body of the graft had collapsed due to angulation of the aorta. On (B)(6) 2025, a reintervention of 24-hour lysis was initiated, resulting in the restoration of blood flow to the partially thrombosed area. On (B)(6) 2025, after lysis completed, a supra renal fixation cuff was implanted proximal to the implanted graft. An additional graft was implanted distally to extend the limb on the left side. The patient tolerated the reintervention.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc271200/(B)(6). UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to arterial or venous thrombosis and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2024, the patient presented with the implanted graft thrombosed in both iliac artery limbs and the main body of the graft had collapsed due to angulation of the aorta. On (B)(6) 2024, a reintervention of 24-hour lysis was initiated, blood flow was restored. On (B)(6) 2024, after lysis completed, a supra renal fixation cuff was implanted proximal to the implanted graft. An additional graft was implanted distally to extend the limb on the left side. The patient tolerated the reintervention.